Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone keypad anomaly. Customer¿s blood glucose was 230 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive and the issue remained unresolved. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.